Manufacturer narrative:
Sensor applicator ((B)(6)) has been returned and investigated. Observed no damage on the applicator. Visual inspection was performed and the applicator had not been fired, sheath was locked, and sensor patch was not inside. Visually inspected the sensor ((B)(6) and no damage was observed. Sensor plug and sharp were not returned, therefore, no further investigation can be conducted for this particular complaint. Extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed, and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, they experienced hyperglycemia. The customer had contact with a healthcare professional who administered intravenous insulin (dose/ type unknown) for treatment. There was no report of death or permanent impairment associated with this event.